Event description:
Patient reported left-side exchange of textured breast implants due to concern with the product. Later, healthcare professional reported, capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold, deformation and brown particles in the shell. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and exchange of textured breast implants due to concern with the product.